Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes were observed via remote transmission. Further testing via isometrics and deep breathing/coughing exercises was discussed to determine the source of the noise. No patient symptoms were reported.

Event description:
New information received notes that programming changes were made. The patient condition was normal and stable.